Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose exceeded 600 mg/dl. The patient felt awful and he treated via manual insulin injection. When he removed his infusion set the cannula was bloody. The patient continued to bleed at his site. During troubleshooting the customer mentioned that he was taking blood thinners. The device was inspected and there were no anomalies noted. The insulin pump was not returned for analysis.